Event description:
It was reported to medtronic minimed that the customer experienced pump error 15: the critical block and inverse critical block did not add to zero, pump error 23: a post-reset ram crc alarm reoccurred. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has not occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test and self test. Test p-cap locked into the reservoir tube successfully. No unexpected pump error 15 alarms noted during testing or during bootup. Expected pump error 23 alarm noted during boot up. No unexpected pump error 23 alarms noted during testing. Pump successfully downloaded to thump. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using the adapt tool it recorded pump error 15. Pump error 15 was recorded on 15-apr-2024 at 23:32:33. Per engineering troubleshooting guide, it was determined that pump error 15 was a software issue. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec (23 mv) the following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, label damage (stained) and scratched case. In conclusion, pump error 15 was confirmed in the history files due to software anomaly. However, pump error 23 was not confirmed during testing or in the history files on the event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.